Event description:
Reporter states the user was sitting in their permobil powered wheelchair when the backrest suddenly gave way. The user slid out from the seat and sustained a laceration on their buttocks. Injury not serious, but user is slow to heal, requiring medical treatment and follow-up.